Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified mid left anterior descending artery that was 99% stenosed. Pre-dilatation was performed with a 2.0 x 08 mm, 2.5 x 18 mm, and a 3.0 x 18 mm unspecified balloon catheters. A 3.0 x 33 mm xience prime was deployed in the target lesion when a distal edge dissection was observed and was treated with another unspecified xience prime stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.